Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not available from the site. If the lot number is provided, a DHR review will be performed. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was selected for a surgical turn down patient who had an ejection fraction of 20 and an impella device inserted. The lesion was located in the right coronary artery (rca), which was diffusely diseased, heavily calcified in the mid to distal area, and 90% stenosed. The diamondback coronary orbital atherectomy device (oad) was operated for four treatment passes, and the oad stalled. After ten seconds glideassist mode was activated, and the oad was removed. Imaging was performed and revealed a vessel perforation in the mid rca. Extravasation was observed following stent placement; additional stents were placed to resolve the perforation. The impella device was removed, and the patient was stable in the intensive care unit with discharge planned for the following day. In the opinion of the physician, the cause of the perforation was the diffuse disease and small vessel size, and the stall event was likely caused by the perforation.